Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic) false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: we are tracking the increased number of false pos vials (especially anaer plus with plastic vials) from different sites, over the last months. Plastic bottles with bubbles lead to an incorrect reading.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00809 was sent in error. This is a duplicate of MFR report # 3008352382-2021-00140 that was reported for false positive.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic) false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: we are tracking the increased number of false pos vials (especially anaer plus with plastic vials) from different sites, over the last months. Plastic bottles with bubbles lead to an incorrect reading.